Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The location of the lesion, percent of the stenosis of the lesion, degree of calcification, and vessel tortuosity are unknown. The maverick2 15mm x 3.0mm balloon ruptured, however, the number of inflations and the atms reached on each inflation is unknown. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status is reported as "good".